Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd effluent, stomach pain, and fever. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with imipenem (intraperitoneally, four times a day). On an unreported date, the patient was discharged from hospital. Action taken with pd therapy and patient outcome was not reported. No additional information is available.